Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10. Corrected: h4 visual examination of the returned device found signs of repeated use and has fractured. Device was submitted for further analysis. Analysis determined the presence of hackle marks and river lines are consistent with the overload failure mode. Medical records were not provided for this event. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tasp fractured during surgery. A thicker trial was needed anyway so there was no delay in surgery. No adverse events have been reported as a result of the malfunction. There is no additional information available.